Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes. Results of 67 mg/dl, 159 mg/dl, 209 mg/dl, 238 mg/dl, and 255 mg/dl were plotted on a parkes error grid. The result fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed, once investigation results are available.